Event description:
The customer contacted physio-control to report that their device would power off by itself. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio later confirmed that the customer does use a modem and 3rd party usb data cable to transmit data and that the cable is always connected to the device. Physio recommended that the customer replace the 3rd party usb data cable as a precaution, as it is possible that a short within the cable has the potential to cause an intermittent loss of power. The cause of the reported issue could not be conclusively determined.